Event description:
The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device was explanted due to the patient received no benefit with the device, leading to the device non-use. Device analysis report attached.